Event description:
Ous MDR - an alert regarding noise in the vf zone was sent via home monitoring between (B)(6) 2015 and (B)(6) 2016 and on (B)(6) an atp occurred. The patient was brought into the office for a follow-up, where the noise could be reproduced with the patient's hand being raised. Other movement test did not produce the noise. A revision was planned and during that explant, noise was still detected while the system was still in the body, but once it was removed there was no more noise. Visually, nothing unusual could be found. They physician believes the issue is with this lead, but also removed the ICD at the same time.

Manufacturer narrative:
The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the lead the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation of noise as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. Further investigation showed a damaged fixation sleeve which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.